Event description:
It was reported that the device is not holding pressure during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
UDI number updated. Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
It was reported that the device is not holding pressure during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.